Event description:
Additional information received indicated that the right ventricular (rv) lead also had high capture thresholds.

Event description:
I was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high pacing impedance and was sensing noise. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.